Event description:
The customer reported that the surgeon noticed an arc from the tip of the device and burned skin was noted along the incision line. The burned skin was removed. The site reported there was a hole in the electrode insulation.

Manufacturer narrative:
(B)(4). Eval of the incident electrode confirmed there was a hole in the insulation. The damaged area of insulation failed hi-pot testing. Visual inspection found a scratch along the length of the insulation. Although the exact cause of the damage could not be confirmed, it is indicative of the damage caused by clamping onto the electrode or inadvertently touching the electrode to a metal object.